Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent wound debridement and partial mesh removal surgery on (B)(6) 2010 for a found infection and evidence of fat necrosis during which the surgeon noted two areas of exposed mesh not incorporated yet within the granulation tissue. Surgeon elected to remove those areas, irrigated copiously and placed a wound vac. It was reported that the patient underwent excision of infected mesh and ventral hernia repair surgery on (B)(6) 2011. It was reported that the patient underwent recurrent incisional ventral hernia repair surgery with bilateral component separation with release of myocutaneous flaps, lysis of adhesions and removal of excessive skin on (B)(6) 2014. It was reported that the patient experienced severe pain, dense adhesions, serosal tears to bowel, nausea, vomiting, chills, inflammation, scarring, disfigurement, infection, chronic sinus tact, drainage, loss of appetite and stress and anxiety. No additional information is provided.